Event description:
The initial reporter received questionable ise indirect k for gen. 2 results from two patient samples tested on the cobas 8000 cobas ise module (double). The initial results were reported outside of the laboratory. The initial results were deemed questionable prompting the rerun of the patient samples on their other cobas 8000 ise module. Sample 1 the initial k result from the module with the patient sample in the primary tube was (B)(6). The repeat result from the other module with the patient sample in the primary tube was (B)(6). Sample 2 the initial k result from the module of the aliquoted patient sample was (B)(6). The repeat result from the other module of the aliquoted patient sample was (B)(6). The repeat results were deemed correct.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The investigation reviewed the last calibration performed on 23-dec-2023; the results were within specifications. The investigation reviewed the qc recovery; the customer's target means and qc ranges were not provided. The customer stated that their qc recovery was acceptable before the event. The investigation reviewed the alarm trace; the trace contained "voltage level (ise 2)", "conditioning abnormal (ise 2)", and "calibration compensated limit (ise 2)" errors. The field service engineer (fse) inspected the module and found the internal standard bottle had a crack and was leaking. The customer replaced the bottle and ran a reagent prime. The customer performed qc with successful results. The fse performed precision testing with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.